Manufacturer narrative:
Arjo was notified of an event involving a concerto/basic shower trolley. At the end of showering a patient on the concerto, the caregiver placed the patient on the side to wash the patient's back. While the patient was holding the side support, it opened and the patient fell. The caregiver tried to slow the fall, but the patient fell to the floor and hit the back of the head. The patient stayed under medical supervision. The concerto side supports protect the patient during showering. The side supports have safety catches (on the leg section and the head section). When used with a patient, all safety catches should be snapped to the edge of the stretcher to keep the side support upright. The results of the device inspection performed by the arjo technician and the photos provided revealed that the side support was bent and the catches could not lock into place at the same time. This was most likely a result of an excessive weight (the weight of the patient during the fall), which was not adequately supported as one of the catches were most likely not being locked and not checked to be locked. Therefore, during routine activities, when the patient's weight was applied on the side support, it opened and the patient fell. Following the instruction for use (IFU) for the concerto shower trolley (04.ba.05_13): "actions before every use (...) If any part is missing or damaged - do not use the product!" "Warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." "When raising the side support, make sure the two catches snap into place" "the concerto/basic is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification". According to the preventive maintenance schedule, the functionality test of the concerto should be performed every week and this includes test for "catches on the side supports". Based on the information gathered during the investigation, it appears that the cause of the incident was mostly a result of not following the device's operating instructions. In summary, the concerto device did not meet performance specifications due to deformation of the side support. The event occurred during use with the patient. The complaint decided to be reportable due to the patient's fall resulting in a minor injury.

Manufacturer narrative:
The concerto side supports protect the patient during showering. The concerto stretcher is equipped with two side supports connected to the stretcher by screws. The side supports also have safety catches (on the leg section and the head section). When used with a patient, all safety catches should be snapped to the edge of the stretcher to keep the side support upright. The results of the device inspection performed by the arjo technician and the photos provided revealed that the side support could not lock into place on the one side. One of the nuts connecting the side support screw to the stretcher was missing. As a result, one side of the side support could be disconnected at this point, causing the side support safety catch not to be locked in place. Following the instruction for use (IFU) for the concerto shower trolley (04.ba.05_13): "actions before every use (...) If any part is missing or damaged - do not use the product!" "Warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." "When raising the side support, make sure the two catches snap into place" "the concerto/basic is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification". According to the preventive maintenance schedule, the functionality test of the concerto should be performed every week and this includes test for "catches on the side supports". Also, every week, the caregiver is obliged to check machanical attachments: "when tilted check for cracks in the stretcher". Based on the information gathered during the investigation, it appears that the cause of the incident was mostly a result of not following the device's operating instructions. The concerto's side support might not have been locked due to a missing nut, and the issue might not have been detected due to omission of the procedures included in the IFU, or the side support might have been locked well, but might have become detached due to a missing nut when the patient leaned against it. In summary, the concerto device did not meet performance specifications due to nut missing. The event occurred during use with the patient. The complaint decided to be reportable due to the patient's fall resulting in a minor injury.

Event description:
Arjo was notified of an event involving a concerto/basic shower trolley. At the end of showering a patient on the concerto, the caregiver placed the patient on the side to wash the patient's back. While the patient was holding the side support, it opened and the patient fell. The caregiver tried to slow the fall, but the patient fell to the floor and hit the back of the head. The patient stayed under medical supervision.